Manufacturer narrative:
(B)(6). A bag fell during peritoneal dialysis therapy and caused a leak. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to place the solution bags on a flat, stable surface and that falling bags can result in a disconnection or leak. It also provides step-by-step instructions for connecting the solution bags. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell five of seven of peritoneal dialysis therapy. During troubleshooting, it was discovered that the bag had fallen causing the solution to leak out. There was no patient injury or medical intervention associated with this event. No additional information is available.